Manufacturer narrative:
Event : additional/corrected information.

Event description:
On an unknown date estimated to be on or about (B)(6) 2020 the patient underwent re-intervention and a medtronic navien graft was placed to treat the migration and extend coverage. Patient was treated successfully according to physician.

Manufacturer narrative:
Images were provided to gore for evaluation and showed the following: the images received cannot be used to perform a full imaging evaluation because they do not meet the dicom standard. The extent and accuracy of the observations and findings may be limited due to the completeness, format and/or quality of the images provided for review. Gore cannot make conclusions or guarantee the images provided are complete, accurate or lack alteration. Therefore, gore cannot guarantee all key findings have been captured or that the findings are accurate. Images received via (email) with no patient identifier or date of acquisition in image. Three jpg images received, arterial phase only CT images. There appears to be a contrast-like density outside of the implanted graft, contrast cannot be confirmed with the available image set. Unable to confirm migration with the available image set.

Manufacturer narrative:
According to the instructions for use (IFU) for the gore® tag® conformable thoracic stent graft with active control system; adverse events that may occur include, but are not limited to: stent graft migration or realignment. A review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications.

Event description:
On (B)(6) 2020, this patient underwent an endovascular treatment for a thoracic aortic dissection and was implanted with a gore® tag® conformable thoracic stent graft with active control system. The patient tolerated the procedure. On (B)(6) 2020, the patient underwent follow-up computed tomography (CT) which showed the device had migrated distally approximately 1 cm. The physician attributes the migration to remodeling of the true lumen and plans to re-intervene at a later date.